Event description:
A male underwent evar in 2004. One main body and two iliac leg grafts were placed. Then in 2007, the pt underwent additional procedure to repair poor seal of the right iliac limb with sac growth from native vessel enlargement and some migration. Another MFR's graft was placed to extend the seal to the cia. Pt is well.

Manufacturer narrative:
Event evaluation: still under investigation.